Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: the device was broken shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: broken striated. Based on the device analysis the final assessment is: a striated edge in the side anterior broken due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported a right side exchange of textured breast implants due to the patient¿s concern with the product. Healthcare professional added "rupture". Device has been explanted.